Event description:
It was reported that syringe 0.5ml 30ga 8mm 10bag 500 ca had scale marking issues on 200 occasions during use. The following information was provided by the initial reporter: material no. 320468 batch no. 9294597. It was reported that there is a one unit gap in scale.

Manufacturer narrative:
Investigation summary: customer returned (10) 30gx8mm, 0.5ml bd insulin syringes in a sealed/unused polybag from lot 9294597. Consumer reported that there is a one unit gap in scale. All 10 returned syringes were examined, then tested using a 0.5ml syringe plug gauge: 3 out of the 10 returned syringes did not fall within specification of the plug gauge. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for ink spots. There was one (1) notification [(B)(4)] noted for missing scale line. "On 22jul2020, holdrege received (10) loose 0.5ml, 29ga, 1/2in syringes from material 320468, batch 9294597. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Once received, the samples were numbered 1 to 10. The syringes were tested per tp700264 using plug gauge 10309. The 5-unit line fell within the recessed area of the gauge on sample #1 and #2 but did not for the remaining 8 sample. Per qc700450, if accuracy of scale location is questionable, volumetric testing is to be performed. The syringes had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. Per the chart in section 7.5 of qc700450 rev 43, the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso (B)(4). All three syringes passed volumetric testing using scale 13716, and are within volumetric specification. The volumes on sample #1 were 0.1981g at the 20 unit, and 0.4898g at the 50 unit. The volumes on sample #2 were 0.1894g at the 20 unit, and 0.891g at the 50 unit. The volumetric results ensure that dosing is accurate." H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 8mm 10bag 500 (B)(4) had scale marking issues on 200 occasions during use. The following information was provided by the initial reporter: material no. 320468 batch no. 9294597. It was reported that there is a one unit gap in scale.